Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) # - exempt h3 = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a tuohy-borst large bore clear plastic sidearm adapter leaked. The device did not separate, and it was connected to an unspecified catheter. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Additional information: b5, d9, h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 12mar2026. The intended procedure involved peripheral intervention. During the procedure when injected through the side port, the complaint device was leaking through the tuohy borst connector when it was closed. A new "y-connector" was opened to complete the procedure. No damage was noted to the device or device packaging.